Event description:
The wife of a male patient contacted lifecor customer support to report that the battery pack clip had broke off. She reported that she had to use a screwdriver to remove the battery pack from the monitor. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Battery pack - 12/2006. Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack had a damaged connector. The battery pack was repaired. Then it was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event resulted from the damaged battery pack. The patient received replacement battery pack.